Manufacturer narrative:
D4: UDI is unknown as the part/ lot number was not reported.

Event description:
It was reported that during testing, the bur broke. It was also reported that this event did not occur during a surgical procedure and there was no delay or adverse consequences as a result of this event.

Manufacturer narrative:
H3: device problem already known, no evaluation necessary. H6: the quality investigation is complete.

Event description:
No new information.